Event description:
The end user was seated in wheelchair during an automobile accident, when the lap belt allegedly failed, causing end user to fall forward. The attorney alleges a fractured right arm and "serious personal injuries".